Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the battery reamer/drill device was running continuously. It was not reported if this event occurred during a surgical procedure. It was reported that there was no delay in a procedure due to the event. It was reported that an unspecified spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer, additional information was obtained. The reporter stated that the event was discovered in sterile processing during functional checks. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the unit started to run without pressing the trigger. It was noted that the electronic control unit (ecu) was damaged and these issues are consistent with damaged electrical components. However, the assignable root cause was not determined. It was noted that the product was misrouted after initial evaluation, therefore, further investigation could not be performed. This issue has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.